Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (batch no. 626388- not valid) inserted for female sterilization. The patient's medical history included vaginal bleeding, ovarian cyst, abdominal pain, vaginal discharge, vomiting, menstrual disorder, d & c, uterine bleeding, endometrial ablation, appendectomy, caesarean section, insomnia, depression, low back pain, vitamin d deficiency, coccyx pain, breast hematoma, allergic rhinitis, morbid obesity and dysmenorrhea. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy- lysis of adhesions). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-mar-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy') in a 22-year-old female patient who had essure (batch no. 626388- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, ovarian cyst, abdominal pain, vaginal discharge, vomiting, menstrual disorder, d & c, uterine bleeding, endometrial ablation, appendectomy, caesarean section, insomnia, depression, low back pain, vitamin d deficiency, coccyx pain, breast hematoma, allergic rhinitis, morbid obesity and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy- lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, back pain, dyspareunia, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Reporter, lab data added. Event : abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), pregnancy, stillbirth/miscarriage, device ineffective were added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy') in a 22-year-old female patient who had essure (batch no. 626388-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, ovarian cyst, abdominal pain, vaginal discharge, vomiting, menstrual disorder, d & c, uterine bleeding, endometrial ablation, appendectomy, caesarean section, insomnia, depression, low back pain, vitamin d deficiency, coccyx pain, breast hematoma, allergic rhinitis, morbid obesity and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy- lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, back pain, dyspareunia, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) - bilateral occlusion. Lot number 626388 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (batch no. 626388) inserted for female sterilization. The patient's medical history included vaginal bleeding, ovarian cyst, abdominal pain, vaginal discharge, vomiting, menstrual disorder, d & c, uterine bleeding, endometrial ablation, appendectomy, caesarean section, insomnia, depression, low back pain, vitamin d deficiency, coccyx pain, breast hematoma, allergic rhinitis, morbid obesity and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy- lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter, lot number, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.